Event description:
Philips received a complaint by the customer on the v60 indicating that the touchscreen was unresponsive. It is currently unknown if the unit was in patient use at the time of the reported issue. It was reported that the touchscreen was unresponsive. A quote for service has been sent to the customer. The investigation is ongoing.

Manufacturer narrative:
H10: g1 phone number (B)(6).

Manufacturer narrative:
It was reported that the touchscreen was unresponsive. A quote for service has been sent to the customer. A field service engineer (fse) went onsite and replaced the light crystal display (lcd) to resolve the issue. The fse replaced the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.